Manufacturer narrative:
This report is being sent as follow-up no.1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak next to the inflation tubing insertion area of the balloon tab on both sides. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. The device history record (DHR) could not be reviewed since the lot number was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager cvl. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 did not hold air for 15-20 seconds, a new tr band was placed, and the patient (pt) was fine. Additional information was received on 06 jun 2023: the procedure performed was a left heart catheterization. They put 15ml of air in the syringe before the issue. The patient was stable at the end of the procedure, and a second band was applied successfully.